Manufacturer narrative:
The technician found the head end brake casters were the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head end brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received from the account stating the brakes were not holding. The bed was located in evs at the account. There was no patient /user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).